Event description:
The physician was attempting to advance a 3.0x26mm integrity stent to the lesion at mid rca with 90% stenosis, moderate tortuosity and calcification. There were no abnormalities noted prior to the use of the device. The device expanded 1mm and would not expand any more. The physician withdrew the device and a non-medtronic device was deployed successfully. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first distal and proximal stent segments were flared. Negative prep failed. Pressure was applied to the device and a 1mm longitudinal tear was located on the proximal pillow.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology - moderate calcification, 90% stenosis). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - moderate calcification, 90% stenosis). (B)(4).